Event description:
The report received from the (B)(4) study indicated that the patient was enrolled in the study and had a precise 8 x 30 stent successfully implanted in the proximal left internal carotid artery (rica) target lesion during the index procedure. A 5 mm. Angioguard embolic protection device was used. The patient was symptomatic for the procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The patient was symptomatic for the procedure. The target lesion was reported to be: an 85% stenosis, 8.62 mm. Length, 4 mm. Reference diameter, mildly tortuous, and eccentric. The lesion was pre-dilated. The residual stenosis was 10%. The day after the procedure, the patient expired. Additional information received indicated that the cause of death was a sudden subarachnoid hemorrhage due to the patient's uncontrolled hypertension. The event was reported to be unrelated to the procedure devices and was related to the patient's anticoagulation/antiplatelet therapy in the setting of sudden uncontrolled hypertension.

Manufacturer narrative:
Additional information/adjudication minutes received and reviewed. Based on the adjudication minutes, the adverse event (ae) of death coded in the file was deleted and the ae of haemorrhagic stroke was added. The event was secondary to the patient¿s anticoagulation/antiplatelet therapy in the setting of uncontrolled hypertension. As such, there is no change to the previously submitted complaint conclusion. Additional information included in the adjudication minutes indicated that: a CT scan the day of the event as compared to a pre-procedural CT scan done two days earlier, revealed extensive diffuse subarachnoid hemorrhage with blood filling the basilar cisterns, suprasellar cisterns, and subarachnoid space bilaterally. There was an acute hemorrhage in the left basal ganglia measured 2.9 cm. A large amount of blood was also noted in the ventricular system consistent with intraventricular extension. No herniation syndrome was identified. Impression: interval development of diffuse subarachnoid hemorrhage; left basal ganglia hemorrhage, and intraventricular hemorrhage. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Amended complaint conclusion: the report received from the sapphire study indicated that the patient had a precise 8 x 30 stent successfully implanted in the proximal left internal carotid artery (rica). The target lesion was reported to be: an 85% stenosis, 8.62 mm. Length, 4 mm. Reference diameter, mildly tortuous, eccentric and was pre-dilated. The residual stenosis was 10%. An angioguard embolic protection device was used. The patient was symptomatic for the procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The day after the procedure, the patient expired. Additional information received indicated that the cause of death was a sudden subarachnoid hemorrhage due to the patient's uncontrolled hypertension. The event was reported to be unrelated to the procedure devices and was related to the patient's anticoagulation/antiplatelet therapy in the setting of sudden uncontrolled hypertension. The patient's medical history includes: CABG, diabetes mellitus, coronary artery disease and hypertension. Additional information included in the adjudication minutes indicated that: a CT scan the day of the event as compared to a pre-procedural CT scan done two days earlier, revealed extensive diffuse subarachnoid hemorrhage with blood filling the basilar cisterns, suprasellar cisterns, and subarachnoid space bilaterally. There was an acute hemorrhage in the left basal ganglia measured 2.9 cm. A large amount of blood was also noted in the ventricular system consistent with intraventricular extension. No herniation syndrome was identified. Impression: interval development of diffuse subarachnoid hemorrhage; left basal ganglia hemorrhage, and intraventricular hemorrhage. The product was not returned for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15381642 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors, pharmaceutical factors and/or vessel/lesion characteristics may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.

Manufacturer narrative:
Additional information received indicated that the date of the adverse event (ae)/death was (B)(6) 2012. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: the report received from the (B)(4) study indicated that the patient had a precise 8 x 30 stent successfully implanted in the proximal left internal carotid artery (rica). The target lesion was reported to be: an 85% stenosis, 8.62 mm. Length, 4 mm. Reference diameter, mildly tortuous, eccentric and was pre-dilated. The residual stenosis was 10%. An angioguard embolic protection device was used. The patient was symptomatic for the procedure. There were no reported procedural complications, device deviations or adverse events reported during the procedure. The patient had no neurological deficit upon leaving the angiography suite post-procedure. The day after the procedure, the patient expired. Additional information received indicated that the cause of death was a sudden subarachnoid hemorrhage due to the patient's uncontrolled hypertension. The event was reported to be unrelated to the procedure devices and was related to the patient's anticoagulation/antiplatelet therapy in the setting of sudden uncontrolled hypertension. The patient's medical history includes: CABG, diabetes mellitus, coronary artery disease and hypertension. The product was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15381642 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. Subarachnoid hemorrhage occurs when a blood vessel just outside the brain ruptures. The area of the skull surrounding the brain (the subarachnoid space) rapidly fills with blood. A patient with subarachnoid hemorrhage may have a sudden, intense headache, neck pain, and nausea or vomiting. Sometimes this is described as the worst headache of one's life. The sudden buildup of pressure outside the brain may also cause rapid loss of consciousness or death. Subarachnoid hemorrhage is most often caused by abnormalities of the arteries at the base of the brain, called cerebral aneurysms. These are small areas of rounded or irregular swellings in the arteries. Where the swelling is most severe, the blood vessel wall becomes weak and prone to rupture. Review of the available information suggests that patient factors, pharmaceutical factors and/or vessel/lesion characteristics may have contributed to the reported event. There is no evidence to suggest that the event is related to the design or manufacturing process of the device.